Event description:
During the colonoscopy, a polyp was found in the hepatic flexure and was snared with the polypectomy snare. Electrocautery was then applied and the snare tightened. Despite the snare being completely closed, the polyp was still attached to the stalk and could not be removed so additional cautery was applied until the polyp was transected. Postoperatively, the patient developed abdominal pain and was found to have a perforation of the colon at the hepatic flexure which was repaired surgically on exploratory laparotomy.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: device failed during assembly, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.